Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported by the patient that he changed his set last night ((B)(6) 2020), and it fell off four times, went to sleep, and it fell off again. Further, the infusion set's tubing was detached at the quick release while sleeping. The site location was his abdomen and the pump was on the left side. At the time of the incident, his blood glucose level was 336 mg/dl which he tried to treat with the pump. The infusion had been used for a few hours. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Initially, there was no stress or pull on the tubing, but he stated that it did not seem to engage. Moreover, the pump was not dropped with the set connected to the patient's body. Currently, the patient blood glucose level was 333 mg/dl. No further information available.

Event description:
On 16-mar-2021: follow up information was submitted to update the awareness date. Moreover, the result of the (complaint investigations) visual inspection and a test for click and static pull were performed on the returned used devices (3 tubing) which showed that the click-legs had defects making it impossible to use the infusion set it does not make the click, (the click-legs of tubing connector are deformed). Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported by the patient that he changed his set last night ((B)(6) 2020), and it fell off four times, went to sleep, and it fell off again. Further, the infusion set's tubing was detached at the quick release while sleeping. The site location was his abdomen and the pump was on the left side. At the time of the incident, his blood glucose level was 336 mg/dl which he tried to treat with the pump. The infusion had been used for a few hours. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Initially, there was no stress or pull on the tubing, but he stated that it did not seem to engage. Moreover, the pump was not dropped with the set connected to the patient's body. Currently, the patient blood glucose level was 333 mg/dl. No further information available.